Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4).) Are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-02349).

Event description:
Per biomed: giving incorrect measurements during procedures.